Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 207, 172 and 161 mg/dl. The customer¿s expected fasting blood glucose test result range is 109-119 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/27/2020 and test strips were opened about one week ago. The meter memory was reviewed for previous test result history: result 1: 147 mg/dl date: (B)(6) time: 1:51pm fasting; result 2: 161 mg/dl date: (B)(6) time: 10:11am fasting; result 3: 172 mg/dl date: (B)(6) time: 10:11am fasting; result 4: 207 mg/dl date: (B)(6) time: 10:09am fasting; result 5: 127 mg/dl date: (B)(6) time: 10:47pm fasting.